Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 276 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 567 mg/dl, 276 mg/dl and 281 mg/dl. The customer delivered 8.7u of bolus to treat high blood glucose. The insulin pump was on auto mode at the time of incident but at the time of call it is off. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because they experienced high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump received low reservoir alert. The customer also had issue with calibration and change sensor alert. The customer was assisted in performing high pressure test and it was passed. The insulin pump will not be returned for analysis.